Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. A pressurized fluid was prepared to flush the pentaray nav and confirmed that the fluid was coming out of the catheter correctly. The catheter was sent into the patient's heart and used it for a while. Later, when they wanted to use the catheter again, it was realized that the catheter was blocked and not flushed correctly. They tried to solve the blockage problem, but we were not successful. A new catheter was open to prevent harm to the patient's health. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31617231l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).